Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812, serial/lot # (B)(4), description: superion ids 12mm.

Event description:
A report was received that the patient was explanted due to ineffective treatment of her original symptoms.